Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (will not power up) was confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to a defective u1003 pld (programmable logic device) on the monitor computer/analog board. The root cause for the defective pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.